Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I and non-malignant pain. It was reported that since the patient¿s ins was implanted (B)(6) 2016) in 2016, the location of the ins was very uncomfortable. Additional information received form the consumer reported that they spoke to two neurosurgeons about the implant location being very uncomfortable. The patient stated that the discomfort had not been resolved. They were going to have an unrelated fusion on their l4-5 and shortly afterwards relocate the implant.